Event description:
It was reported that, "surgeon commented that pt had hip pain and planned to revise cup. He removed head, liner and cup. Implanted tritanium cup with a constrained liner and 28mm morse taper head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If add'l info becomes available, then it will be submitted in a supplemental report.